Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for fm with the incident lot was observed.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes had fm

Manufacturer narrative:
Additional information: a review of the device history record was completed for batch 7157628, reorder number 367988. Product was manufactured at the bd (B)(4) site june, 2017. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. Bd pas acknowledges that the customer has had an issue with the incident lot. Based on the severity and occurrence of the reported condition there will be no further actions. Review of the returned photo confirmed pic pas-008-pic (process fm) was appropriate. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd pas business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes had fm.